Event description:
Revision surgery - due to a failed tibial insert of the right knee; the post broke on the size 4x11 posterior stabilized tibial insert. The surgeon removed the old insert and replaced it with the same size insert.

Manufacturer narrative:
The reason for this revision surgery was due to a fracture of the posterior stabilized post after 11 years and three months in-vivo. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event to the patient. There was no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of and not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. The root cause of the fracture was not determined with confidence. Factors that can contribute to a tibial insert post failure include: trauma, the position of the implant (tibial slope), repeated high flexure, and significant loads and torques on the knee system over long periods. There was no evidence reviewed that showed a design or manufacturing problem that contributed to the failure. There are no indications of a product or process issue affecting implant safety or effectiveness.